Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visual inspection was performed on the applicator and no issues were observed. Applicator was fired successfully. Sensor cap was retained within the applicator cap. Sensor 0j8a28rhz has been returned and investigated. Visual inspection was performed on the sensor patch and no burn marks or components damage were observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. A visual inspection using a digital microscope was performed. No damage was observed to the sensor housing or the pcba. No damage or abnormalities were observed on the returned applicator. The initial scan was reviewed and analyzed for any signs of sensor data corruption or glucose abnormalities; no issues were observed. The returned sensor was brought to the bench for lab testing. An initial scan was completed using the evaluation module (evm) and it was observed that the sensor was found to be in state 8, indicating the sensor had an error termination. It was noted that the initial scan showed the sensor was removed due to off body temperature levels being below the required threshold. A sensor thermistor testing was performed, and the temperature difference between the puck temperature and the room temperature was observed to be within specification range which indicates the puck¿s thermistor is fully functional. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage was within specification, indicating the sensor was providing accurate glucose readings. The reported customer complaint of a sensor causing burning was not observed. Functional testing was performed on the sensor and passed with no issues observed. No evidence of product malfunction was identified during the investigation. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device burned their arm. There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device burned their arm. There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.